Event description:
A us distributor contacted zoll to report that a patient developed a skin ulcer under the lifevest equipment. It was reported that the patient was diabetic. There was no alleged device malfunction contributing to the irritation. It was reported that the patient reached out to cardiologist and home nurse, but it is unclear if the patient received medical intervention. Reporting out of abundance of caution. Outcome of the irritation is unknown as patient was unable to be reached.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin ulcer under the lifevest equipment. It was reported that the patient was diabetic. There was no alleged device malfunction contributing to the irritation. It was reported that the patient reached out to cardiologist and home nurse, but it is unclear if the patient received medical intervention. Reporting out of abundance of caution. Outcome of the irritation is unknown as patient was unable to be reached.